Event description:
As reported to coloplast, though not verified: the patient presented with a problem of stress urinary leakage with urethral hypermobility. Conservative treatment was ineffective, and trans-obturator sling urethropexy (tos) was proposed. The procedure was performed on (B)(6) 2018 and an aris was implanted. At follow-up it was noted that the patient had not followed the post-operative recommendations regarding sexual intercourse. She had full intercourse 10 days post-operatively. On (B)(6) 2019, erosion was noted and conservative treatment with local premarin was attempted. The erosion was still present and a revision procedure was performed in (B)(6) 2019. New right lateral erosion was noted in (B)(6) 2019 and the patient underwent bilateral partial removal of the sling in (B)(6) 2019. The patient remains with residual dyspareunia and the evolution is not documented.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.